Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of completion.

Event description:
The PICC was placed on 6/30. On 7/2 the catheter was noticed to be leaking at the hub and was removed. An IV was placed until a new PICC could be. No affect on patient.

Manufacturer narrative:
The complaint was forwarded to our catheter supplier vygon gmbh for evaluation. The investigation summary is as follows. The user reported that the catheter was leaking at the fixation wing after 2 days. This type of defect is typically related to tensile tracion following the use of alcohol-based disinfectants. The user confirmed that the alcohol-based disinfectant chloraprep was used. This is the fifth complaint received for these batches and the 6th complaint received for catheter leakage on code 4g07125231 within the last 3 years. All complaints were from this account in august 2019. As each catheter is leak and flow tested before packaging, we do not believe that this is due to any manufacturing defect. We advised the account to use caution when cleaning catheters as per the IFU, "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." No abnormalities were found during batch history records review. The issue could not be determined to be caused by manufacturing, therefore no further corrective action will be initated at this time.

Event description:
The PICC was placed on (B)(6). On (B)(6) the catheter was noticed to be leaking at the hub and was removed. An IV was placed until a new PICC could be. No affect on patient.